Event description:
It was reported that a pump failed preventive maintenance upstream occlusion testing. The customer stated there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Baxter's evaluation could not reproduce the reported symptom. The device passed upstream occlusion testing per the spectrum service manual preventive maintenance procedure. The device also passed additional upstream occlusion testing. The device was in specification in relation to the reported symptom. The device was returned to the customer.